Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files contained no alarms related to the reported event and appeared to show the pump functioning as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. The ¿introduction¿ section of the IFU lists other neurological events (not stroke-related) and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. The ¿patient care and management¿ section of the IFU includes a list of heartmate 3 patient assessment methods, including assessment of the patient¿s level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024 the patient was sleeping and when they suddenly stood up, they lost consciousness and collapsed. When the patient fell, they cut their lips, but it did not cause any problems. The doctor suspected a temporary arrhythmia was the cause. The arrhythmia was not device related. The patient was stable and under follow-up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.